Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture, high capture threshold and r wave amplitude variation. It was suspected that the lead was dislodged. Programming changes were made. The patient was stable.